Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broken part (angled sagittal saw). Tka procedure. There was a surgical delay of 20 minutes. Update: per the mps, the angled attachment was tightened too much and it snapped. This occurred during the case. A second angled attachment was used to completed the case successfully. The defective product was sent back to stryker. A tracking number will be provided by the mps.

Event description:
Broken part (angled sagittal saw). Tka procedure. There was a surgical delay of 20 minutes. **update** per the mps, the angled attachment was tightened too much and it snapped. This occurred during the case. A second angled attachment was used to completed the case successfully. The defective product was sent back to stryker. A tracking number will be provided by the mps.

Event description:
Broken part (angled sagittal saw). Tka procedure. There was a surgical delay of 20 minutes. Update: per the mps, the angled attachment was tightened too much and it snapped. This occurred during the case. A second angled attachment was used to completed the case successfully. The defective product was sent back to stryker. A tracking number will be provided by the mps.

Manufacturer narrative:
Reported event: broken part (angled sagittal saw). Tka procedure. There was a surgical delay of 20 minutes. Update: per the mps, the angled attachment was tightened too much and it snapped. This occurred during the case. A second angled attachment was used to completed the case successfully. The defective product was sent back to stryker. A tracking number will be provided by the mps. Device evaluation and results: functional inspection shows no issue with the way the locking knob turns. The blade clamp moves up and down as intended. Visual inspection shows no damage to the part. See attached picture. The failure mode is not confirmed. Material analysis: not performed as the functional inspection was sufficient to refute the complaint. Product history review: a review of the device history records indicate (B)(4) were manufactured and accepted into final stock on 03/11/17. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212480, lot number 3500980 / 35040217 shows 0 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: the issue occurred during a case and caused a 20 minute delay. There was no further harm and the case was completed successfully. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.